Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing of noise which did not lead to pacing inhibition. The lead was explanted and was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was returned in two segments, severed 115 millimeters (mm) from the terminal pin with the extraction stylet stuck in the second segment of the lead. Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted that the seal ring was pushed back at 7 mm on the terminal pin, the proximal end of the proximal spring electrode was stretched and separated from the lead body insulation and dried blood/body fluid was noted in the lumen. Additionally, analysis noted abrasions on the insulation on the proximal portion of the lead 375-379 mm from the terminal pin and on the distal portion at 581 mm from the terminal pin that was consistent with lead on lead abrasion. Laboratory analysis confirmed the clinical observations.